Event description:
Medtronic received information through solitaire fr pms study that one day after the mechanical thrombolysis with solitaire fr, followed by t-pa treatment, the patient developed hemorrhagic infarcts corresponding with the initial infarction site. Decompression craniotomy was performed to control the hemorrhage. The physician determined that the hemorrhage was natural course of infarction. Initial treatment achieved revascularization tici2b, aol2. 4 months later, mrs was 5, the patient's condition did not recover.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded at the site. The lot history review of the reported lot number did not show any discrepancies that might have contributed to the reported event. (B)(4).